Event description:
A customer reported that a pt experienced corneal edema in conjunction with the use of viscoelastic product during surgery. Add'l info has been requested.

Manufacturer narrative:
Eval summary: a sample has not been rec'd for eval. It is unk which lot number was suspected to be involved in the complaint. An investigation on the possible lot numbers were performed. Batch record review on the possible lots showed that all testing results are within specification. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info was requested. (B)(4).